Manufacturer narrative:
Continue to d10: concomitant product: product ID: (B)(4); sn:(B)(6) product ID: (B)(4); sn:(B)(6) product ID: (B)(4); sn:(B)(6) product ID: (B)(4); sn:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during removal of gastrointestinal stromal tumor (gist) robotic laparoscopic procedure, at the beginning of the procedure, the bipolar fenestrated grasper (bfg) would not recognized. After a couple of attempts of detaching and attaching the bfg, it recognized successfully. After around 5-10 minutes of use, the system lost connection of the bfg again. The staff changed the sterile interface module (sim) and later also changed the bfg with a new one, since the system lost connection of the bfg again. Withdrawing the instrument and inserting it again solved it in second round with new sim and new bfg and it worked the rest of the procedure. No injury to the patient.

Event description:
It was reported that during removal of gastrointestinal stromal tumor (gist) robotic laparoscopic procedure, at the beginning of the procedure, the bipolar fenestrated grasper (bfg) would not recognized. After a couple of attempts of detattaching and attaching the bfg, it recognized successfully. After around 5-10 minutes of use, the system lost connection of the bfg again. The staff changed the sterile interface module (sim) and later also changed the bfg with a new one , since the system lost connection of the bfg again. Withdrawing the instrument and inserting it again solved it in second round with new sim and new bfg and it worked the rest of the procedure. No injury to the patient.

Manufacturer narrative:
H2) correction: d1; additional information: d9, h10 h3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and field service notes. Review of the field service notes indicated the logs were analyzed and a failure code for 'linked to subsystem robotic assembly - raw docked without sim error' was observed. Reseating and replacing the sterile interface module (sim) would resolve the issue. The sim was replaced. Evaluation of the logs indicated that an instance of an error code for 'linked to read write sequence fail' was triggered when the bipolar fenestrated grasper was connected to the sim on arm cart assembly 4. This error code indicates the system was not able to write the updated use count and use time on the bipolar fenestrated grasper after the system recognized the instrument. A few instances of an error code for 'linked to arm docked and sim not connected - sim attachment indication' were seen. This can indicate connectivity issues between an instrument and the sim. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition, however, the investigation concluded there were no a bnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to connectivity issues between the instrument and sim. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.